Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon inspection, engineering confirmed one of the tabs had broken off. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible material enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic procedure- "at the end of surgery the seal cup was taken off for co2 release. Suddenly a plastic part was seen on the patient skin. It was part of the transparent connection mechanism of the sleeve. According to the surgeon no force was used on the trocar during surgery." Patient status - "healthy."